Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with alert caused by loss of capture on the right ventricular lead. This may or may not be caused to the device pacing asynchronously. Programming changes were made.